Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 row d was not detected on the bus. A field service engineer accessed the hardware test application (hta), removed the cubies, powered down the station, and inspected and reseated the row board cable connections. After restarting the device and reloading the cubies, the drawer was successfully detected. The fse then performed functionality testing, which completed successfully. The system functioned as intended after the field service engineer repaired the device.